Manufacturer narrative:
The device evaluation on a sealed unit is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received. (B)(4).

Event description:
It was reported that, during a vascular case, the blood pressure reading from the dpt was 220/120 verses a cuff reading of 160 systolic. Troubleshooting was unable to solve the issue. Unfortunately the device was not saved for examination. No patient complications were reported. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
We received one single dpt - vamp plus kit from the reported model and lot number in sealed original package for examination. The reported event of pressure issue with the device was not confirmed. The dpt sensor zeroed and sensed pressure accurately on the pressure monitor. Pressure reading was also stable during an output drift test. Electrical testing showed that both input and output impedance of the dpt sensor were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during a pressure test. No visible damage was observed from the dpt kit. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patients clinical manifestations.